Manufacturer narrative:
Multiple attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Since there is no clarification, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding the event or clarification of the products used in this event, a supplemental 3500a report will be submitted to the FDA. The event date was not known. Therefore, (B)(6) 2017 was added. The catheter and the generator used were not known. Therefore, thermocool® smart touch¿ bi-directional navigation catheter and smartablate¿ system rf generator have been added. Concomitant product: carto 3 system, us catalog #: unknown, serial #: unknown. Manufacturer's ref. No: pc-(B)(4). Biosense webster manufacturer's reference number pc-(B)(4) has two complaints that are related to the same incident.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ bi-directional navigation catheter and smartablate¿ system rf generator and suffered an esophageal fistula and multiple cerebrovascular accidents (cvas). Approximately 3 weeks post-procedure, the patient was admitted to the facility via the emergency department. An esophageal fistula was diagnosed (via an unspecified mode). It was noted that the patient has suffered multiple strokes and was not currently doing well. There is no information if any additional intervention was performed. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Device history record (DHR) review cannot be conducted because no serial number was provided by the customer. Manufacturer's reference number: (B)(4).